Event description:
The implant surgeon, (B)(6), reported the following event to the sales rep from stryker, (B)(4): during the tightening of the connector, the crossconnector broke.

Manufacturer narrative:
Investigation is underway and additional information has been requested. Investigation results will be submitted in a supplemental report once complete.